Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was getting poor communication. They said that they were about to charge and they couldn't get their insr to work, they were seeing things they didn't understand. It was later confirmed it was the reposition antenna screen. The patient had mentioned that their implant moved the other day, but it was still functioning so their hcp said not to worry. That was the one that wasn't connecting now. The patient did troubleshooting over the phone with patient services and was successfully able to charge their other ins, indicating no insr issue. The patient said the ins that wasn't charging was the one that moved, so the patient repositioned over the ins since it moved closer to their armpit. The patient was able to communicate with the moved ins with 6-8 coupling bars. It was reviewed to follow up with their hcp if issues arise. There were no further complications reported.

Manufacturer narrative:
Event date of the event 2018-12-01 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins battery in the patient's chest moved when they were lifting weights. It was reviewed for patient to consider following up with the health care professional (hcp) when possible to let the hcp know the concern with the battery moving. Patient noted that they would see their doctor the following week for an appointment. Patient also reported that they fell a while ago, and that the fall was not caused by the device. No further patient complications were reported/ anticipated as a result of this event